Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a follow-up after receiving a notification. Device interrogation revealed backup vvi. Device download was successfully performed. The patient will continue to be followed normally.